Event description:
This lead was explanted due to a lead fracture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The distal part of the lead was returned massively prolonged. The lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. At the distal lead fragment the insulation was found rubbed through. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further analysis revealed severe deformations of the shock coils and the conductor cables. These damages most likely occurred due to mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.